Event description:
Device #1 of 2: 1627487-2017-01748. Follow up information identified the patient initially was experiencing the strength of the stimulation decreasing when the stimulation was increased due to lead migration.

Event description:
Device #1 of 2: 1627487-2017-01748. Additional information identified the patient reported though the stimulation was turned off she experienced a sensation similar to stimulation for a few days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: 1627487-2017-01748: the manufacturer is unable to determine which lead is involved hence both leads are reported. It was reported the patient is no longer receiving effective stimulation. Lead diagnostics revealed multiple high impedances were present for the lead implanted in the right epidural space. X-rays were taken and showed there was a kink in the lead. The patient underwent surgical intervention on (B)(6) 2017 where both leads were removed and replaced. Therapy has been restored and issue has been resolved.